Manufacturer narrative:
Concomitant medical product(s): dtma1qq defibrillator, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that subsequent to a car accident, the electrocardiogram (EKG) looked "unusual" during atrial paced beats. It was also noted that the right atrial (ra) lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.